Manufacturer narrative:
The probe driver was not returned for analysis and could not be inspected to determine the actual cause of the sporadic behavior. However, each probe driver is tested during manufacturing and at final inspection. Review of the manufacturing records indicated that this device performed as expected at both of those stages and passed testing prior to release. A root cause for this event could not be determined. The system performed as expected and prevented unwanted treatment from occurring.

Event description:
A user facility report was received from the hospital for this event. According to the information received, prior to the first treatment, a probe driver was connected to the interface platform. While setting up for the first treatment, the probe driver linear position in the software was changing. Treatment could not start because the linear position would not match due to constant changes of the linear numbers. The probe driver was replaced and the procedure continued without issues.